Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the iol was dislocated in eye. The iol was exchanged for another iol after 18 years of initial implantation. Additional information was requested.

Manufacturer narrative:
The lens was returned wrapped in gauze inside a small brown envelope. The lens had a small amount of solution. One haptic was broken-distal area. The optic is scratched on the edge near the broken haptic. The lens dimensions (plan view) meet the specification for an the company lens. The root cause for the reported dislocation could not be determined. Lens damage was observed, which may have occurred during the explant. No lens damage was reported. The lens met dimensional specification plan view for the company iol, excluding the damaged haptic. The manufacturer internal reference number is: (B)(4).